Event description:
Hcp reported system removed due to erosion into the stomach. A f/u report will be sent when add'l info is rec'd.

Event description:
System was removed due to erosion into the stomach. Will be analyzed at kerkrade.